Event description:
The patient reportedly experienced erratic blood glucose (bg) from 39 mg/dl to 430 mg/dl with nausea, tiredness, and frequent urination. The patient reportedly corrected with additional insulin via injections but the bg did not stabilize. The patient's clinical manager (cm) reported that the patient's low bg of 39 mg/dl may have been related to increased activity. The cm confirmed that there were no out of the ordinary entries for boluses and it appeared that the patient was calculating carbohydrates correctly. The patient's pump was reportedly changed out and the patient's bg came under control. The cm reported that the patient did not think the pump was delivering as it was supposed to. The cm reportedly did troubleshooting of the pump and the pump was delivering. This report is made based on the allegation that the patient experienced erratic blood glucose while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The black box history showed that the pump was not in use from 11:44 pm on (B)(6) 2011 to 6:29 am on (B)(6) 2011 and also from 12:08 am on (B)(6) 2011 to 3:33 pm on (B)(6) 2011. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation.